Event description:
The customer reported that during a radical laparoscopic hysterectomy with bilateral salpingo-oophorectomy, a force triad generator was used in conjunction with a davinci surgical system. The surgeon noted that the monopolar cut function was still engaged after he took his foot off the pedal.

Manufacturer narrative:
Covidien reference# (B)(6). Date of initial report: (B)(6) 2010. To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.